Event description:
Orif of right femur with placement of im (intramedullary) nail took place the later part of last year. The im nail fractured and required removal that took place six months after it was implanted.